Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the trunk cable was completely detached from the distribution node and was missing. The cause of the can comm flags was the severed cable following the two treatment events. The root cause of the damaged cable was excessive force on the cable section, likely by medical personnel during resuscitation efforts in the hospital. Device evaluation of monitor sn (B)(4) is currently underway. An initial evaluation of the monitor consisted of a review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. There is no indication that the damaged cable or that a monitor malfunction caused or contributed to the patient death as the patient was already in a non-life-sustaining rhythm.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of 2 shocks prior to passing away on (B)(6) 2016. The patient was reported to be in the hospital with staff present and wearing the device at the time of passing. It was reported that resuscitation efforts were made by medical personnel. Per review of the event, the device first detected and alarmed for asystole at 07:26:29 am on (B)(6) 2016. Asystole is considered a non-shockable rhythm. Between 07:26:29 and 07:31:03 the device detected and alarmed for asystole 3 times. The ECG recordings indicated that the patient was in asystole with intermittent cardiac activity and CPR artifact was evident on the ECG channels. At 07:33:07 the device delivered the first treatment shock while the patient was in asystole with intermittent cardiac activity. The intermittent cardiac activity contributed to the false detection. The post-shock rhythm remained asystole with CPR artifact. The second treatment shock was delivered at 07:44:45 while the patient was in asystole with CPR artifact. CPR artifact contributed to the false detection. Following the second treatment can comm timeout flags were recorded indicating that the electrode belt lost communication with the monitor. The loss of communication between the belt and monitor did not contributed to the patient passing as the patient was already in a non-life-sustaining rhythm.